Event description:
It was reported that a bd ultra-fine¿ nano insulin pen needle had white foreign matter come out of the needle. It was also reported that the flow check would not allow insulin out of the pen needle.

Manufacturer narrative:
H.6. Investigation: customer returned (12) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that a white foreign matter came out of the needle when attached to the trujeo pen and the flow check would not allow insulin out of the pen needle. All returned pen needles were examined and no foreign matter was observed on any of the samples. All returned samples were also examined and 7 out of 12 samples exhibited a bent non patient end of the cannula and 4 out of 12 samples exhibited a broken non patient end of the cannula, both of which could prevent insulin from flowing through the cannula properly. The remaining sample was tested and no defects were observed on the sample. Unable to perform DHR check due to unknown lot number for foreign matter & difficult/unable to operate. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm) user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10

Event description:
It was reported that a bd ultra-fine nano insulin pen needle had white foreign matter come out of the needle. It was also reported that the flow check would not allow insulin out of the pen needle.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number for foreign matter & difficult/unable to operate. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ nano insulin pen needle had white foreign matter come out of the needle. It was also reported that the flow check would not allow insulin out of the pen needle.